Event description:
The account generated a falsely elevated architect potassium result on an architect c16000 analyzer that repeated in the normal range. (B)(6) generated a falsely elevated architect potassium of 7.86 mmol/l that repeated potassium of 4.6 mmol/l. No specific patient information was provided for the sample ID. No impact to patient management was reported for the sample ID.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
Wash probe #2 on the architect c16000 was dripping, the peristaltic tubing had to be replaced. Some results were impacted as a result of the dripping. No issues requiring further action and no adverse trends were identified with respect to the peristaltic tubing. Current labeling advises on periodic maintenance procedures to be performed and troubleshooting assistance for erratic results. The peristaltic head tubing is to be replaced annually as part of preventive maintenance. The issue was resolved through routine troubleshooting and replacing the part. No product deficiency was identified.